Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
No blood glucose levels reported. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer further reported that during a bolus, the numbers on the display of the insulin pump kept increasing after the up and down arrow keys were pressed. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number ramping anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.